Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, the proglide was placed and deployed without issue. The knot was advanced and tightened, however, complete hemostasis was not achieved. A new proglide device was used, and a cuff miss [suture retrieval issue] occurred. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.